Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6).

Event description:
It was reported that during the trial procedure, upon placing the spinal cord stimulation (scs) leads the patient was experiencing significant soreness and pain in legs. The patient underwent a lead pull and was prescribe with steroid pack. No device malfunction suspected. The explanted leads will not be returned per facility policy.